Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a blocked pump. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a blocked pump. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected and leak tested. The reservoir had no leaks and no visual abnormalities were found upon inspection. Product analysis concluded no malfunction with the returned reservoir. During visual inspection of the pump bodily fluid contamination was found within the pump. The pump was not functionally tested due to the contamination. The cylinders were visually inspected, and leak tested. Both cylinders had buckled at the proximal of the cylinders. The first cylinder had a leak as the inner tube had a hole from wear at a fold in the middle of the cylinder; broken fabric threads were also present. The second cylinder inner tube had no damage found and passed the leakage test. Based on the information available and analysis results, the reported device allegation of a mechanical issue was able to be confirmed due to the cylinder leak.